Manufacturer narrative:
Awaiting the return of the actual device. Investigation results will be provided after the completion of the investigation.

Event description:
The dentist reported that the it was difficult to removing the multi-unit abutment off the implant. During this attempt, he disturbed the implant. During his attempt, he disturbed the implant causing the implant to fail. Ther was no serious injury reported.